Event description:
Additional information received reported that after implant, there were high impedances on all but four of the electrode configurations. Impedances were between 499 and 1302 ohms on electrode pairs of case-1, case-2, case-3, and 1-2 when tested at 1 volt, 210 pulse width. The patient could barely feel stimulation on any of the settings up to 6 amps. The doctor wanted to give it a week or so to see if impedances would go away, but nothing changed and the patient saw no improvement in symptoms. The patient never could really feel the stimulation. Diagnostic testing and troubleshooting included impedance testing and reprogramming. The product issue was not resolved and the cause of the issue was not determined. The implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2015. The new ins was tested and had no impedances greater than 4000. The patient felt stimulation on all settings. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received noted that the device was not connecting with lead when implanted, so they were getting impedance readings. The device was explanted and replaced. Normal battery depletion, box noting "yes" was marked. It was also noted: no good connection between ipg and lead. There was no patient injury.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy273765h ) showed ins connector port/lead or extension insertion anomaly/deformed balseal spring. A known good lead could not advance past the # 3 balseal.

Event description:
It was reported that during an implant procedure high impedance we reported (greater than (>)4000 ohms) on some of the bipolar pairs. During first impedance test 1/2 the configuration showed high impedance. The doctor "whip" off the lead and retightened, also confirmed the blue marker on the lead. Default test values were increased and the test was re-ran voltage was increased to 1.8 but all or some (1/3-1/4 configurations) of the unipolar pairs had > 4000 ohms. The doctor decide to close up and the manufacturing representative (rep) performed impedance tests in recovery but high impedance was still seen. Voltage was increased again to 2.5 but only c-1, c-2, and c-3 were less than 4000 ohms. After the rep spoke with the doctor they called back and reported they tried to reprogram but that did not resolve the issue and the patient did not feel stimulation until 6 volts. The doctor decided they wanted to wait to see if the issue would resolve. Additional information was provided by the rep approximately 5 days later indicating the high impedance issue had not resolved and no certain cause was determined but they thought it might be the ins/lead connection. It was unknown whether it was device related, no fractures were noticed and patient outcome was unknown. The doctor wanted the patient to see if effective therapy was obtained over the next week or two but if not they would bring them back to replace the ins. If additional information become available a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0qg6g, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Regarding foreign material was observed in the # 3 balseal which could affect the function of the balseal, it was noted: after further analysis the foreign material may be just a reflection on the # 3 balseal spring, so a chem tech report could not be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated, corrected analysis of neurostimulator model 3058 (lot # njy273765h ) showed initially the ins was coded a c300 for deformed # 3 balseal because the lead could not be inserted past the # 3 balseal, but after further analysis with an engineer the file was reopened and the ins was coded a c200 no significant anomaly. The doctor was able to fully insert a lead, never complained about lead insertion, and it was implanted for .5 months. X-rays show that nothing is wrong with the # 3 balseal and with an engineer's help a lead was able to be inserted into the ins completely. Foreign material was observed in the # 3 balseal which could affect the function of the balseal. Ins functionally okay, insignificant anomalies. No significant anomaly. Evaluation codes.